Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 37 noted during testing. The motor was tested outside of the device and passed. Pump trace download analysis confirmed the pump alarmed power error 25, low battery. The power management tool confirmed power error 25 and low battery alarms were triggered when the loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. No unexpected replace battery now alarms noted during testing. The pump was then programmed with contour next test glucose meter. The pump communicated properly, recorded the 90 mg/dl test value properly from glucose meter, and could calibrate using the transferred blood glucose measurement. The pump sensor feature is working properly. No unexpected sensor or blood glucose meter communication errors or anomalies were noted during testing. Pump received with scratched case, pillowing keypad overlay, cracked retainer, and minor scratched lcd window.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call drive count time value changed incorrectly for moving too slow or fast alarm on the insulin pump and low battery alert. Customer¿s blood glucose level was 28 mmol/l. Customer advised during the rewind process they were unable to leave the fill procedure. Customer advised they replaced the battery on the insulin pump every two days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.